Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during priming before use due to a handling issue. The customer removed the pump head while the pump was running. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore, a report is required. A getinge field service technician (fst) inspected and tested the affected rotaflow console with s/n 94177339 and the flow and speed were displayed normally. The fst informed the customer about usage according to the instruction for use (IFU). After inspection, the device was found to work as intended and is cleared for clinical use. No parts have been replaced. The root cause for the reported failure could be determined as an user error, as the customer confirmed to removed the pump head when the pump head speed did not reach "0" during operation, which caused the reported "head error". The instruction for use of the heart-lung support system rotaflow system says switch off the rotaflow console on/off before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Based on these investigation results the reported failure could be confirmed. The rotaflow console with s/n (B)(6) was produced in 2023-04-26. A device history record (DHR) review was performed on 2025-04-10. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number (B)(4). For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during priming before use due to a handling issue. The customer removed the pump head while the pump was running. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore, a report is required. Complaint ID:(B)(4).